Event description:
The pt reportedly has experienced intermittencies when using the external equipment. The pt was seen at the center for eval. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device has been scheduled.